Manufacturer narrative:
Two patient samples were provided for investigation and tested with retention kits. The results the customer received were verified, however, a specific root cause for the observed differences could not be determined. Calibration and qc data show results within expected ranges. The difference in the results may be due to contamination of the sample or to a sample mix-up during pre-analytics. No adverse health consequences were reported.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The user received questionable toxoplasma igg results for one sample from a patient born in 1982 on the cobas e411 rack analyzer serial number (B)(4). The initial result was 7.53 u/ml (positive) and the repeat result was 10.01 u/ml (positive). The same day, the sample was sent to another laboratory for testing with the biomerieux, vidas elisa method and the result was negative. No numeric result was provided. No adverse events were alleged regarding the issue.